Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds due to micro dislodgement. The lead was capped and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).